Event description:
The customer reported that when trying to flouro, he heard a loud pop and the left monitor went blank. The c-arm now reads "low kv, press any button," and this problem will not go away.

Manufacturer narrative:
(B) (4). The ge service rep pulled the event and error log. He removed the c-arm mainframe cover, adjusted and calibrated the battery charger pcb, then performed the generator calibration, and adjusted the dead time. The rep performed a filament calibration, then ran a functional test. The system is operating as expected.